Manufacturer narrative:
(B)(4). Investigation results: a fully constrained wallflex biliary fully covered stent rmv and delivery system was returned for analysis. Visual examination found the inner shaft was kinking out of the guidewire access sheath (gas) and was broken. The outer sheath was found kinked at the guidewire access port and was bunched up next to the leading handle. Functional evaluation found the guidewire was not able to exit at the guidewire access port due to the kink at the guidewire access port and misalignment between inner shaft and the outer sheath. It was not possible to deploy the stent using the delivery system as received but the stent was able to be manually deployed. No issues noted with the stent and no other issues were noted with the device. A labeling review was performed and, from the information available, this device was used in a manner inconsistent per the directions for use (dfu) / product label. The dfu states: "note: do not remove the shipping mandrel from the leading end of the device, this will help facilitate guidewire access. It also states: "the shipping mandrel will be pushed out as the guidewire is inserted. Do not remove the shipping mandrel before loading the guidewire." According to the complainant, the shipping mandrel was manually removed prior to stent placement. Therefore, the most probable root cause classification is user/user error. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution. A search of the complaint database confirmed that no other similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a wallflex biliary fully covered stent rmv was to be used to treat a malignant stricture in the common bile duct during a stent placement procedure performed on (B)(6) 2017. Reportedly, the patient's anatomy was tight and had not been dilated prior to stent placement. According to the complainant, during preparation, the nurse manually removed the shipping mandrel and then attempted to pass the guidewire through the stent and delivery system but had difficulty passing the guidewire to the guidewire access port. During the procedure, the guidewire was able to exit the guidewire access port however, during stent deployment, the inner shaft was kinking out of the guidewire access sleeve upon retraction of the catheter and the stent failed to deploy. The procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the inner shaft was detached.